Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent and suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the events was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was diagnosed with peritonitis manifested by cloudy pd effluent. On an unknown date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.